Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: d6 should be (B)(6) 2019 rather than blank and d7 should have been (B)(6) 2020 rather than blank as submitted in the initial report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14125, related manufacturer reference number: 2017865-2020-14126, related manufacturer reference number: 2017865-2020-14127. It was reported that the patient developed a systemic infection. During the procedure, vegetation was observed and the whole system including the implantable cardioverter defibrillator and leads was explanted. The patient condition was unknown.